Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to poor coating issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient complained of difficulty in urinating at noon on august 31, and was given indwelling catheterization, which went smoothly. At 1:10 on september 1, the patient suffered from lower abdominal pain and discomfort. The doctor on duty performed an emergency bladder b-ultrasound, which showed that the residual urine was 300 ml. It was considered that the foley catheter balloon had ruptured and the urinary catheter had fallen off. The urinary catheter was removed and the balloon ruptured. Therefore, the urinary catheter was changed and it was found that the insertion of the urinary catheter was difficult. An emergency cystoscopy was performed on the afternoon of september 2nd. During the operation, a laceration of the prostate at the neck of the bladder was found. As per the preliminary disposal situation mentioned in the source document, this event was reported to the doctor, they replaced the three-lumen urinary catheter, and performed emergency surgery. As per injury performance section in the source document, it was mentioned that the patient had urinary retention, prostate laceration, urethra injury.